Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-45 lead; 419378 lead, implanted (B)(6) 2001. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had a polarity switch to unipolar mode. The threshold was noted as high, and there were a high number of short interval counts (sic). The lead remains in use. No patient complications have been reported as a result of this event.